Event description:
It was reported that the patient experienced hemoptysis during cardiomems implant procedure. During procedure the physician struggled to get in to the vessel and three different guidewires were used (thruway and platinum plus). The hemoptysis occurred prior to cardiomems insertion. Suction was required with mild excretion of blood. The procedure was completed and the cardiomems was calibrated successfully. The physician reported the guidewire to be the cause of the hemoptysis. The patient was kept overnight for observation. The patient is stable and has been discharged. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5158990, #mw5158991.